Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 7.3 cm in diameter thoracic aortic aneurysm. The proximal aorta was 20 mm in diameter and 38 mm in length. Distal aorta was 22 mm in diameter. Right iliac artery was 7mm in diameter and the left iliac artery was 9mm in diameter. The right femoral artery was 7 mm in diameter and the left femoral artery was 8 mm in diameter. The aorta had moderate tortuosity. The stent graft was implanted in zone 2, intentionally partially covering the lsa. It was reported that the patient presented with bowel complications. The patient's refused to have a colonoscopy done. So confirmation and cause of gi bleed cannot be obtained. The physician assessed this event to be unrelated to the procedure and is unknown if this is device related. The event is continuing without treatment. No clinical sequelae were reported and the patient is fine. This device is not marketed in the united states however it is similar to a device marketed in the united states.

Manufacturer narrative:
Results: inherent risk of procedure (gastrointestinal complication). (Unknown cause of event). Conclusion: (unknown cause of event).